Manufacturer narrative:
The surgeon has indicated that there was no issue with the crystalens. Also, the surgeon indicated that a silver t injector and provisc were used during the procedure. The silver t injector and provisc had not been validated for use with crystalens; therefore, these products are not recommended to be used with crystalens. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b&l and subjected to visual inspection. Results revealed a bent haptic loop on the leading haptic plate, a diagonal tear throughout the optic and a bent haptic loop on the trailing haptic plate. This condition is consistent with lenses that are explanted. The inserter device has not returned. Bent haptic, optic tear.

Event description:
The surgeon reports performing cataract surgery with attempted implantation of the crystalens intraocular lens. Intraoperatively, the surgeon noted the capsular bag was damaged and removed the lens. A different iol was implanted successfully.